Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the screw was found to be broken just below the screw head and another screw was found to be loosening. The patient complained of pain. The patient underwent a revision surgery to remove all of the hardware and replaced with different hardware and the fusion was extended. Fusion was incomplete. No additional patient complications were reported.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part #54740017545, lot #h13g1039; part # 54740017550, lot # h12d3480, lot # h13c1439 and lot #h13d2136. (B)(4): the device was not returned for evaluation. Films were supplied for review which found: multiple films are presented of a lumbar spine very arthritic with pedicle screw construct l4-l5-s1 with inter body spacer noted at l4. Degenerative spondylolisthesis noted at l5 with advanced ddd. Spacer is very non concentric and rods were not contoured suggesting overall questionable technique. Lack of anterior column support places construct under high stress and at risk for failure. Subsequent film shows failure of s1 screw apparently on the right, but on the lower side of the x-ray.

Manufacturer narrative:
Visual examination of the mas bone screw confirmed bone screw complete fracture at the neck of the bone screw, just below the head. Visual and optical inspection of the bone screw surface did not identify witness marks or other damage near the fracture surface initiation area which could contribute to crack propagation. Optical examination of the fracture surface noted smearing and damage. Microscopic examination of the fracture surface identified progressive striations at all undamaged areas, which are indicative of cyclic fatigue. Dimensional inspection neck diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with breakage due to cyclic fatigue wear of the implant.